Event description:
It was reported that the patient was having pain at the ipg site post procedure upon waking up. The physician deduced that the first assist may not have injected adequate amounts of local anesthetic to the pocket incision prior to creating ipg pocket. Painkiller was administered intravenously and applied local anesthetic to the pocket site. The patient was doing well.